Event description:
Information was received from a patient stating that they were having trouble charging their implantable neurostimulator (ins). While troubleshooting, the recharger went blank. Patient services advised the patient to charge and reviewed the charging system. The patient stated that they never set up their programs and was in pain for a week and that when he went to see his hcp, they advised that they would have to set up the program. It was noted that the patient was going to set up the program for lower legs/feet. The patient indicated that they would not fool around with it anymore. Troubleshooting could not be performed because the patients recharger was not charged. The patient stated that they are trying to charge it up so that they can get their stimulator working but nothing is working. The patient's stimulation stopped a couple of days ago. Indication for use includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. Patient's weight information was provided. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the cause of the lack of stimulation and pain was not determined. It was unknown what other troubleshooting or actions were taken. It was unknown if the lack of stimulation and pain had been resolved.